Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was dark matter in the eyelets of the foley catheter when removed from the packaging.

Manufacturer narrative:
The reported event was confirmed as manufacturing-related. One sample was confirmed to exhibit the reported failure. A lubrisil ic silicone foley was returned in open original packaging, brown hard tissue like substance noted inside eyelet of catheter. Crystallization occurring during the dipping process was confirmed to be the cause of the foreign material, per moncks quality engineering. Product does not meet specification which states "inspect the catheter for excess coating, damaged coating and occluded eyes" and to "remove and record all scrap on the router and traveler ticket". A potential root cause for this failure could be "operator error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not required as the reported event was confirmed as manufacturing related. Corrections: d, h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was dark matter in the eyelets of the foley catheter when removed from the packaging.